Event description:
It was reported that during a system check out, the anesthesia machine failed the inspiratory/expiratory valve test. There was no patient involvement. Manufacturer ref#: (B)(4).

Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. Reference exemption #: (B)(4).